Event description:
It was reported that the pump exhibited a double beep with cassette. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition and it presented signs of fluid ingression. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found fluid ingression on the downstream sensor causing double beep - cassette attached. Defective downstream occlusion sensor was replaced. The cause of the reported was traced to customer manipulation of the device - fluid ingression. A DHR (device history review) was not performed because there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Other, other text: b5: additional information received on 22-jul-2022 via email and attached to complaint object: all issues occurred during testing and the date is unknown., corrected data: h4: correction: device manufacturing date: 28-jan-2020